Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 28-aug-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device of this incident, it was determined that the station was not turning on due to a faulty drawer 4.2 controller board. A field service engineer (fse) removed and replaced the drawer controller board for drawer 4.2 half height, verified that the pyxibus cable had no damage, and confirmed all light emitting diode (led) indicators were functioning during startup. The station was successfully powered back on with no further issues observed. The system functioned as intended after field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, system turned to a black screen. A reboot and power cycle were performed, but the issue persisted. The customer stated that this malfunction occurred while dispensing the medication which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.